Manufacturer narrative:
Product ID neu_unknown_ext, serial # unknown, product type extension; product ID neu _ins_stimulator, serial # unknown, product type implantable neurostimulator. (B)(4).

Event description:
It was reported that when the doctor accessed the end cap, it was filled with fluid. It was noted that the end cap was removed and the lead was connected to the extension as normal. There were no patient symptoms/injuries reported regarding this event. If additional information becomes available a supplemental report will be filed.

Manufacturer narrative:
(B)(4). The previously reported conclusion no longer apply to this event.